Event description:
Patient reported left side exchange with no complaint against the device. Later, healthcare professional reported explant of textured implant due to the patients concern with the product. Later, healthcare professional reported implant exchange due to concerns with the product. Additionally, healthcare professional reported "the capsule was very thick on the left side" and "capsular contracture and thickening" and later confirmed capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side exchange with no complaint against the device. Later, healthcare professional reported explant of textured implant due to the patients concern with the product. Later, healthcare professional reported implant exchange due to concerns with the product. Additionally, healthcare professional reported "the capsule was very thick on the left side" and "capsular contracture and thickening" and later confirmed capsular contracture, baker grade iii. Device has been explanted.